Manufacturer narrative:
This one event (cardiovascular) of two events reported for the same patient involving three separate products; associated mdrs #2937457-2014-01192 2937457-2014-01193, 1225714-2014-05098, 1225714-2014-05099, 1225714-2014-05100 and 1225714-2014-05101.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2008 and subsequently expired on (B)(6) 2008 after the use of the product.